Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on lv channel in device recordings. Noise could be recreated with isometrics in office. Recommended evaluating rv and lv leads. Device remains implanted. Should additional information be received, this file will be updated.